Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. The customer's blood glucose level was in 40 mg/dl, they drank some juice and ate brownies. The customer stated their blood glucose was at 509 mg/dl. The auto mode was not active as the customer did not have a sensor. The left side railing was damaged and the belt clip came off. The insulin pump will not be returned for analysis.